Manufacturer narrative:
A ticket search was performed for the architect total b-hcg reagent lot 18139ui00 and determined that there was normal complaint activity for the lot. A review of the complaint trending report determined there are no related trends for the architect total b-hcg reagent. Worldwide field data was reviewed and showed that the median patient results of the negative population by reagent indicates acceptable performance for the impacted lot. A testing protocol was completed for lot 18139ui00 and all validity and acceptance criteria was met during completion of the protocol, indicating acceptable performance. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect total b-hcg reagent, lot 18139ui00.

Manufacturer narrative:
Complete information: patient identifier (B)(6). All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect bhcg results were generated for a patient. The customer stated that sid (B)(6) generated an initial result of 80.0 miu/ml (positive), with a repeat result of 0 miu/ml (negative). [Normal ref range = 0- 5miu/ml]. There was no reported impact to patient management.